Manufacturer narrative:
This report is being supplemented to inform correction to h8 of the initial medwatch submitted. Correction to h8 (usage of device)- the usage of device should be initial use of device and not reuse. Please also see section h8 for the updated information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Correction to b5. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Per soltive superpulsed laser fiber instructions for use: "do not bend or coil the soltive laser fibers beyond the recommended minimum bend radius (table 2); doing so may result in light leakage or fiber breakage that could cause personal injury if the laser is fired (refer to the laser system manual). Care must be taken to avoid exceeding the minimum bend radius of fibers. Always check the laser aiming beam at the tip of the fiber before delivering high energies or damage to the endoscope may result." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the fiber of the soltive premium superpulsed laser system broke and burned a hole in the drape over top of the patients left leg. The issue occurred during a ureteroscopy, laser lithotripsy of kidney stone. The procedure was completed with a new laser fiber. No delays were reported. There were no reports of patient harm. This event includes two (2) reports . Report with patient identifier (B)(6) for the soltive premium superpulsed laser system model tfl-pls , serial number unknown. Report with patient identifier (B)(6) for the 200 micron tfl ball tip single use fiber - tfl-fbx200bs, lot unknown.

Event description:
It was reported during (unknown procedure) the laser portion of the procedure , the fibre broke and burned a hole in the drape over top of the patients left leg. After close inspection, there was no damage found to the patient¿s leg. No harm was reported due to the event. This report is related to a report with patient identifier (B)(6).

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.